Event description:
After obtaining ivc gram and determining size of ivc. The delivery system was positioned to the correct position and the greenfield filter deployed. After deployment the filter legs would not open. A goose neck snare was looped around filter and the filter was pulled back into the delivery sheath and all removed.